Event description:
It was reported the patient¿s stimulator did not work. The system was explanted due to not helping with the pain and the need of an MRI. The stimulator had been off for a year at that point. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).